Manufacturer narrative:
Sample collection and centrifugation information were not provided by customer. Lab runs qc only in the morning and performs maintenance with bci bleach twice weekly. Customer worked with lab to ensure correct handling of samples.

Event description:
A customer reported to beckman coulter inc. (Bci) that the synchron cx9 alx instrument generated erroneous results for sodium (na) for five (5) patients, and erroneous result for chloride (cl) for one (1) patient. Erroneous results were not reported out of the lab. Repeat testing generated higher results and these were reported out of the lab. Patient treatment and diagnosis were not affected.